Event description:
It was reported that a user experienced elevated blood glucose with ilet showing 197 mg/dl and a confirmatory fingerstick of 226 mg/dl despite no food intake since early afternoon; the user inspected the infusion site and found no visible kinks or moisture, then completed a guided site change using an inset 6 mm cannula and resumed insulin delivery, after which glucose trended down to 185 mg/dl. Symptoms included no reported physical complaints. Outcomes included transient hyperglycemia without the need for medical intervention or hospitalization. Investigation included remote troubleshooting, user inspection of the infusion set and cannula upon removal, and a full site change with continued monitoring. Investigation of this case revealed no observable device or component malfunction and no cannula kink, with resolution following site replacement, which suggests a possible infusion issue of unclear origin. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.